Manufacturer narrative:
H3, h6): the manufacturing representative (rep) went to site to test the imaging system and turned on the unit and the unit initialized properly on the first time. And power cycled the unit 5 times. Inspected the collimator and saw no issues. Took 2d shots and a 3d spin. Performed a system checkout. And not able to duplicate the error. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000874, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used for a sacroiliac and thoracolumbar procedure. It was reported that the system failed to initialize the collimator during a second spin attempt and exhibited odd behavior during the first spin where the led on the mobile view station did not show a yellow led. The patient was affected due to extended anesthesia time, and there was an estimated surgical delay of about 3 hours. Medtronic imaging and navigation were aborted, resulting in an extended surgical time of 1 hour or longer. The surgeon continued with the case by bringing the patient into a computed tomography spin to confirm electrode placement and proceed with the surgery. It occurred intra operatively and patient present at time of event.